Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported loss of therapy when sleeping and that their urine smells nasty like stool and that they had infection about two months ago and the loss of therapy was getting worse. Patient also reported that they got up wet and still dribbling with sitting on the side of the bed. Patient further stated that they put in a new batteries but it would not communicate with the two different controllers. Patient then tried the patient programmer against their implant but got a poor communication. Patient also reported that the ins stick out since the day of the implant but that it was not as bad as it was now as one area was a little more than the other. They further stated that they did felt a little bump on the ins and was not sure if it flipped. No further complications were noted or anticipated